Event description:
Facility reported that approx 4 minutes into dialysis treament the venous bloodline became disconnected from the central line catheter (the catheter make and model is unk). Reportedly, the facility does not use the hemoclip device. When the incident was discovered the pt was unconscious, unresponsive and had to be resuscitated before transferring to the ICU. The pt has since recovered. The sample is being held by the hospital's risk analysis dept.